Event description:
During implantation of excluder bifurcated endoprosthesis devices for the repair of an abdominal aortic aneurysm, blood loss in excess of 1 liter occurred. As a result, the pt received blood via cell saver and a blood transfusion.